Event description:
It was reported that one week prior to the date of the report, the health care provider (hcp) wanted to increase the dosage and decided to change the concentration of the drug. The expected residual volume (erv) was 15 ml and the actual residual volume (arv) was 20 ml. A catheter access port (cap) test was performed and they could not aspirate anything from the cap. A catheter revision was therefore performed, during which, when disconnecting the catheter from the pump, they found a blood clot inside the sutureless connector that prevented the correct alignment and connection between the catheter and the pump. They performed cleaning of the pump-catheter connection and reconnected. A cap test was performed and it was possible to aspirate and inject from the cap. The patient had experienced less than 50% therapy relief. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4).